Manufacturer narrative:
Citation: paradis jm. Transcatheter valve-in-valve and valve-in-ring for treating aortic and mitral surgical prosthetic dysfunction. J am coll cardiol. 2015 nov 3;66(18):2019-2037. Doi: 10.1016/j.jacc.2015.09.015. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter valve-in-valve and ring for treating aortic and mitral surgical prosthetic dysfunction. All data were collected from multiple centers. The study population included an unspecified amount of patients (predominantly male; mean age 78 years), an unspecified number of which were implanted with medtronic freestyle, mosaic, duran and profile 3d rings, melody, and corevalve (serial numbers not provided). Among all patients in-hospital, 30-day and one-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. One patient was implanted with a freestyle that required a valve-in-valve implant for severe aortic regurgitation. One patient was implanted with a mosaic mitral that required a valve-in-valve implant for regurgitation and stenosis. One patient was implanted with a duran mitral ring that required a valve-in-valve implant for regurgitation and stenosis. One patient was implanted with a profile 3d mitral ring that required a valve-in-valve implant for regurgitation and stenosis. Among all patients implanted with a melody, adverse events included: malposition, left ventricular outflow tract (lvot) obstruction, stroke, valve gradient greater than 10 mmhg, severe mitral regurgitation, thrombosis, and migration requiring a second valve. Multiple manufacturers were noted in the literature; based on the available information a likely correlation could be made between the observed adverse events and medtronic product. Among all patients implanted with a corevalve, adverse events included: valve gradient greater than 20 mmhg, moderate paravalvular leak (pvl), severe patient prosthesis mismatch, coronary obstruction, malposition, permanent pacemaker implant, vascular complication, and annulus rupture. Multiple manufacturers were noted in the literature; based on the available information a likely correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.